Event description:
Notes: this report is the second of two reported malfunctions which occurred during the procedure. Refer to manufacturer report # 3005099803-2008-xxxxx for details regarding the first device. Date of event is unknown. According to the complainant, during the procedure, "the needle would not extend properly." The device was removed and replaced with another interject injection therapy needle device; the procedure was completed with this device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "stable."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.